Event description:
The customer contact reported a leak; subsequently blood loss was noted. The option-lok male adapter of a primary tubing set was connected to the female adapter of the extension set. The male adapter of the extension was connected to the pt's access site. The extension set was being used to deliver an unspecified medication at an unspecified rate. After an unspecified length of time in use, it was reported that the nurse connected an unspecified prefilled syringe to the distal clave y-site of the extension set to deliver an unspecified volume of 50% dextrose. After the delivery was complete and the syringe was disconnected, leakage of solution and blood was noted from the clave y-site. The volume of blood loss was not specified. The extension set was disconnected from the pt and the option-lok male adapter of the primary tubing set was connected to the pt's access site. The therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.